Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. An error code was detected in the device memory. Visual inspection of the bldc board determined that sealant had not been properly applied. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The observed failure was most likely caused by improper application of the sealant to the bldc board which would allow moisture to get on the board and cause the handle to cease functioning. Once the board dries the handle returns to fully functional. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing for sigmoidectomy, at the functional side to side anastomosis, they connected the reload to the handle. The surgeon started firing the device, however it stopped on the halfway. They pushed the silver button and pulled the knife back. They replaced the reload and re-stapled on the distal side of the staple line with no problem. The procedure was completed with another device. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. The device was removed from the tissue by additionally resecting the tissue. The patient gender is not available. The patient age is not available. The patient weight is not available.